Manufacturer narrative:
The investigation determined that a lower than expected sodium (na+) result was obtained from a non-vitros (biorad) quality control (qc) fluid using vitros chemistry products na+ slides lot 4221-1005-6027 on a vitros 4600 chemistry system. A conclusive assignable cause of the event cannot be determined. A suboptimal calibration cannot be ruled out as a contributor of the event. Two different lots of vitros na+ were used and yielded unexpected results with one lot (4221-1005-6027) giving lower than expected qc results and the other lot (4225-1011-8474) giving higher than expected qc results after each lot was calibrated. After vitros na+ lot 4225-1011-8474 was recalibrated, acceptable qc results were obtained. The customer¿s inventory of vitros na+ lot 4221-1005-6027 was depleted and was no longer available for troubleshooting. Service actions completed by the field engineer (fe) which included replacing two missing pm evaporation caps, checking the erf dispense alignment, checking the pm ring and tip locator and cleaning and testing the microslide metering proboscis do not indicate an issue with the vitros 4600 chemistry system was a likely contributor of the event. However, because marker precision testing was not performed on the instrument an issue with the vitros 4600 system could not be entirely ruled out. Based on historical quality control results, a vitros na+ lot 4221-1005-6027 performance issue is not a likely contributor to the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4221-1005-6027.

Event description:
A customer obtained a lower than expected sodium (na+) result from a non-vitros (biorad) quality control (qc) fluid using vitros chemistry products na+ slides lot 4221-1005-6027 on a vitros 4600 chemistry system. Biorad lot 31872 l2 result of 142.6 mmol/l vs the expected result of 154.8 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros na+ result was generated from a non-patient fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).